Event description:
The advocate stated the customer tested his blood glucose and rec'd readings of "lo" and 35 mg/dl using his contour meter. He retested using another meter and rec'd a reading of 129 mg/dl. The difference between the readings fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The advocate performed control tests while troubleshooting and the results fell within the normal control range. No product will be returned.